Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they are due to have a corrective surgery procedure on tuesday the 26th for an issue related to the ins device. Agent asked when this started and patient said ever since they had the implant put in on november 19th. The patient states the stimulation has never been in the correct spot and stimulates left vs the right side. The patient was redirected to their healthcare provider to further address the issue.